Event description:
It was reported that the user requested a return for credit due to ongoing hyperglycemia while using the ilet system, with a referenced glucose value of 220 mg/dl and reports of frequent highs; the user had begun using meal announcements to address highs, including multiple announcements in close succession, which the agent advised could interfere with algorithm performance. Customer care provided support which included a review of use patterns and counseling on algorithm function and appropriate use, including education on the return process requiring clinical and field review. Investigation of this case revealed use behaviors that could contribute to elevated glucose, specifically multiple meal announcements in short intervals. No symptoms associated with hyperglycemia reported. Outcomes included interruption of training without medical intervention. It was concluded that the cause of hyperglycemia was unclear given reported behaviors and available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.